Event description:
It was reported that the battery of the t:slim x2 pump would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to plug the wall adapter into a working outlet for at least 30 consecutive minutes, and after doing so, the pump successfully began charging using the original supplies. No further assistance was required, and the caller will continue to monitor the situation.